Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: "alcl."

Event description:
Healthcare professional reported "alcl" on an unknown side. Pathological markers confirming alcl have not been received. Device status is unknown.